Event description:
Reporter noted pressure leakage in back, reseated hose fittings many times; error message remained. Changed air source; then used backup unit. Surgeon was unable to save eye after 2-1/2 hours, because eye kept bleeding.